Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 300cc saline catalog #3502300 lot #6782085 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 300cc saline breast prostheses. The customer reported that the right breast prosthesis had deflated. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 450cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation observed a crease on the anterior view. A rent measuring approximately 0.1 cm was discovered within the crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 6784466 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).